Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2141 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq2141) have been reported from the same facility in china.

Event description:
It was reported that it was impossible to firmly engage the catheter opening with the metal grip of extension tubing, prone to dislodge. It was stated this occurred with two devices. This report addresses the second device.